Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported by a MRI technician that the patient's device was no longer working / operating. No symptoms were reported. This was all the information they had. It was confirmed the MRI was not due to a problem with the device/therapy. No further complications were reported or anticipated.